Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The caller was instructed to load a second, new cartridge and was able to resume insulin successfully. The original cartridge was available for return, and a cartridge replacement process was initiated.